Manufacturer narrative:
An event regarding alleged seating/locking issue involving a trident shell was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Surgeon had difficulty seating trident ceramic insert into trident psl cup. Insert toggled & wouldn't seat inferiorly as surgeon said the cup had deformed upon impaction into the bone. No soft tissue or bony impingement. Used bone punch on inferior metal rim of insert to successfully seat. Approximately 5 min delay in surgery. Surgeon had reamed to 51mm to implant a 50mm psl cup.

Event description:
Surgeon had difficulty seating trident ceramic insert into trident psl cup. Insert toggled & wouldn't seat inferiorly as surgeon said the cup had deformed upon impaction into the bone. No soft tissue or boney impingement. Used bone punch on inferior metal rim of insert to successfully seat. Approximately 5 min delay in surgery. Surgeon had reamed to 51mm to implant a 50mm psl cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation since it was implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.